Event description:
Staple device did not function properly. Did not open after closing around tissue and had to use cautery to remove specimen and stapler. Ref MFR report number 3005075853-2014-03081.